Event description:
A family member reported that their aunt was on an over the mattress sensor pad which was on top of an air mattress on a hospital type bed. The aunt managed to slip out of the bed onto the floor and the sensor pad did not alarm. No injury occurred.

Manufacturer narrative:
No patient consequences or impact to patient.